Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v911922, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, product type: extension. Product ID: neu_stimloc_acc, serial# unknown, implanted: (B)(6) 2012, product type: accessory. Product ID: 3387s-40, lot# v779188, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the lead cracking issue is unknown. It was also noted that the erosion was likely related to pocket depth over time with no related precipitating trauma. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3387, lot# unknown, implanted: (B)(6) 2012, product type: lead. Product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, product type: extension. Product ID neu_stimloc_acc, serial# unknown, implanted: (B)(6), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that during a procedure to switch the extensions from 60" to 95" pictures were taken. The first picture was of the patients scalp which showed how prominent their stimloc is. The second picture showed lead discoloration of the plastic with some evidence of cracking. The patient also had an implantable pulse generator (ipg) site erosion, and this operation was the first time the extension coupling site was opened since original implant. Additional information received from the manufacturer representative (rep) clarified that there was a revision of the pectoral implanted ipg due to the erosion, and that the extension was replaced during this time but other components were left. During the procedure the lead was detached from the extension in which the cracking/yellowing was observed. This took place during the week of (B)(6) 2017. There was no mention by the hcp of any malfunction of the device or lead. No further complications are anticipated.